Manufacturer narrative:
Followup #1 was inadvertently skipped and followup #2 and #3 were submitted instead. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10 diopter in the patient's right eye (od) on (B)(6) 2015. The surgeon plans to exchange lens for a larger size due to low vaulting. Lens remains implanted. The patient has pain in their right eye (od).

Manufacturer narrative:
Additional information: the lens was explanted on 01/25/2017 and exchanged with a longer lens. The problem was resolved. Secondary surgical intervention, lens exchanged. (B)(4).

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in case/vial. Visual inspection found the lens haptic broken. (B)(4).